Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing static fill estimate of 110 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this could occur due to large variation in measured pressures used to estimate remaining insulin and advised that fill estimate would begin to decrease once actual insulin amount matched displayed value, and caller understood and acknowledged instructions.